Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon removal of a bd nexiva closed IV catheter system, a large portion broke off in the patient¿s vein. We have not received any information regarding injury or medical interventions needed due to this incident.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Investigation conclusion: no samples were received for testing and evaluation. There is no evidence to confirm or support manufacturing related issues for the reported defect.